Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was not available for laboratory investigation. A review for a similar complaint was performed and no similar complaint was found for the specific device. Based on this and the complaint information available at this time a confirmation of the failure by maquet cardiopulmonary is not possible. The complaint information was forwarded to the supplier of the product. The supplier investigation is still pending. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "about 110 minutes after the pump started, the pressure at the blood inlet side increased and the drainage got worse. Therefore, the device was replaced with the new one. The device was disposed at the hospital as the patient has an infectious disease. No adverse effects on the patient. Occurred during patient use. Add. Comments: the customer requested the investigation for the clogging happened when the device had been used for less than two hours. The pump chart will be available later." (B)(4).

Manufacturer narrative:
(B)(6) 2016 08:10 am (gmt-5:00) added by (B)(6) ((B)(4)): the complaint information was forwarded to the supplier with the following outcome: no conspicuity could be found for this lot number and no further complaints were reported for this lot number. No sample and no photo are available and with the limited available data no detailed technical evaluation could be performed. With the limited reported failure description the supplier cannot perform a technical investigation (sample investigation required). Reportedly the increase of the blood inlet side pressure occurred after about 110 minutes after the pump started, so it seems reasonably to suppose that the product was originally okay. No possible root cause could be determined for this reported event. There is no information available indicating a general lot issue.

Event description:
According to the customer: "about 110 minutes after the pump started, the pressure at the blood inlet side increased and the drainage got worse. Therefore, the device was replaced with the new one. The device was disposed at the hospital as the patient has an infectious disease. No adverse effects on the patient. Occurred during patient use. Add. Comments: the customer requested the investigation for the clogging happened when the device had been used for less than two hours. The pump chart will be available later." (B)(4).